Manufacturer narrative:
The lab evaluation confirmed that the complaint for a damaged cord/cut cord and no power was confirmed. The black wire was cut, exposing the conductor. No damage was observed with the white or green wires. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a damaged cord/cut cord and no power.